Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hypoglycemia with a lowest blood glucose (bg) of 62 mg/dl. The event occurred during the first days of therapy and was treated with gatorade. The user had not completed the full infusion set change procedure, which was corrected during the call. Bg values later returned to range. No symptoms were reported, and no medical intervention was required.